Manufacturer narrative:
Numbness,dysmetria and paresis are known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment to treat essential tremor. The patient experienced facial/mouth numbness and mild dysmetria during the treatment and 24 hours after the treatment, paresis was observed.